Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07210 and 2134265-2015-07211. (B)(6) study. It was reported that the patient died. In (B)(6) 2012, the patient presented to the site for cardiac catheterization. Coronary angiography and the index procedure were performed. Target lesion # 1 was a de novo lesion located in the 2nd obtuse marginal (om) with 95% stenosis and was 10mm long with a reference vessel diameter of 4.0mm. Target lesion # 1 was treated with direct placement of a 4.00mm x16 mm promus element¿ plus stent with 0% residual stenosis. Target lesion # 2 was a de novo lesion located in proximal left circumflex(lcx) to left posterior descending artery(l-pda) with 90% stenosis and was 60mm long with a reference vessel diameter of 3.0mm. Target lesion # 2 was treated with direct placement of 3.00mm x28.00mm and 3.00x38mm promus element¿ plus stents with 0% residual stenosis. On the following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient had cardio-respiratory arrest and died. The onset was just prior to arrival. Initial cardiac rhythm was asystole. Pre-arrival treatment reviewed with emergency medical services (ems) include, cardiopulmonary resuscitation, intubation, administration of IV fluids and epinephrine. Constant care of patient was maintained with ongoing IV fluids and medication. The patient lost pulse with bradycardia on multiple IV medications and ventilator; pupils were dilated and non responsive. The patient was pronounced dead. As per death certificate, the cause of patient's death was cardiopulmonary arrest and acute renal failure. Other underlining cause include renal failure with dialysis, diabetes mellitus, and coronary artery disease.